Event description:
It was reported that on (B)(6), 2008, the surgeon recommended and performed an osteotomy of patient's femur and inserted a rod and screws (the "second surgery"). Rhbmp-2/acs was implanted in the patient during the knee replacement surgery, in contradiction to what was approved by the FDA. Following the second surgery, the patient had 18 months of physical therapy, while her back pain continued to become more severe. The patient now treats with a different doctor for the severe back, hip, and knee pain that she developed, and continues to this day to experience, following the two surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.